Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of additional information this product will be reported in 0001825034-2017-04295.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ vanguard ps femur right 75mm catalog 183114 lot 217460; biomet cruciate tray 83mm catalog 141236 lot j3227477; biomet cruciate tray 83mm catalog 141236 lot j3164690; vanguard ps tibial bearing 79/83mm x 10mm catalog ep-183660 lot 923770; vanguard ps tibial bearing 79/83mm x 10mm catalog ep-183660 lot 644360; series a patella 34mm catalog 184766 lot 236760; series a patella 34mm catalog 184766 lot 914120. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02066, 1825034-2017-02067, and 1825034-2017-02068.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent bilateral knee arthroplasties approximately three years ago and was revised on an unknown date due to patient allegations of metal allergies. No additional patient consequences were reported. Additional information on the reported event is unavailable at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.